Event description:
According to the reporter, the cuff was inflated with air and deflated prior to use . During use, the patient had a size 8 cuffed trach which was placed on (B)(6) 2022. There was a significant leak present resulted in the patient losing volumes. The head and neck team were notified, and the trach was replaced with a new size 8 cuffed. The patient was able to hold volumes better with the new trach.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d3(MFR name, street 1, MFR city, country code, postal code), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the cuff presents a small cut. Functionally, an inflation/deflation test was performed. 17cc of air was applied to the cuff using a syringe, and it was observed the cuff deflated after few minutes. It was reported that the cuff was inflated with air and def lated prior to use. The reported issues was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ordinarily, cuff pressure should not exceed 25 cm of h2o. Over-inflation of the cuff may cause tracheal damage and may inhibit ventilation. Consult with the attending physician. Test each tube¿s cuff, pilot balloon, and valve by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used. Cuff inflation should be checked on a regular basis, and replacement tracheostomy tubes should be kept at bedside. To ease placement of the tracheostomy tube, generously lubricate the surface of the loading dilator. To ease insertion and to guard against cuff perforation from sharp edges of cartilage, taper back the cuff by deflating the cuff and gently moving it away from the distal tip of the cannula toward the neck plate as the residual air is removed by deflation. When tapering the cuff, do not use sharp instruments that would damage the cuff, such as forceps or hemostats. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.